Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 630cc mentor smooth round high profile prosthesis was found to be deflated out of the box. There was no patient contact with the device, nor any reported procedural delays. It is currently unknown if the device was opened preoperatively or intraoperatively, but a supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
On 5-feb-2020, the suspected medical device was returned for evaluation. On 26-feb-2020, the investigation on the suspected medical device was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacture date was initially reported as 10/12/2016. However, after the mre, it was found that the actual manufacture date was 10/04/2016. The relevant field has been updated. Investigation summary : during visual inspection of the device, no apparent damage was observed. Leak testing revealed a tear, measuring approximately 0.2 cm in the anterior view. During the microscope examination , striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number : (B)(4).